Manufacturer narrative:
The cartridge involved in this complaint was not sent back to animas for evaluation. A retain cartridge was evaluated. The cartridge passed a visual inspection with no damage or defects noted. A leak test was also performed with the cartridge and no failures were observed. Evaluation of the device was unable to confirm or duplicate the complaint.

Event description:
The patient contacted animas alleging an elevated blood glucose level of "600 mg/dl" with a symptom of nausea. The patient claimed that the elevated blood glucose level was due to the luer lock becoming disconnected from the cartridge. The patient concluded that she must not have screwed the luer lock tightly. The patient resolved her blood glucose level with insulin via syringe.